Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was suspected to have dislodged. Technical services (ts) was contacted to further review, the presenting electrogram (egm). Upon review, rv loss of capture (loc) and oversensing of atrial activity was observed. Ts recommended for xray to be performed. No adverse patient effects were reported. At this time, this rv lead remains in service.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was suspected to have dislodged. Technical services (ts) was contacted to further review, the presenting electrogram (egm). Upon review, rv loss of capture (loc) and oversensing of atrial activity was observed. Ts recommended for xray to be performed. No adverse patient effects were reported. At this time, this rv lead remains in service. Subsequently, additional information was received that reported that this right ventricular (rv) lead was explanted due to loss of capture (loc). Fluoroscopy imaging was done, however the physician was unable to determine cause of the rv lead loc. The rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.